Manufacturer narrative:
Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked end cap near vibrator motor area.

Event description:
The customer reported via phone call that the insulin pump is falling apart and is held together with tape. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. No further details given.